Event description:
The user observed the patient sodium results had been low and repeated patient serum samples which had been previously run and also sent the samples to another lab for testing. The user provided data for five patient samples, of which the results for three samples were discrepant. All results are in mmol per l. Sample 1 initial result was 130, repeat result on (B) (6) 2009 was 132, repeat at another lab on a vitros was 145. Sample 2 initial result was 132, repeat result on (B) (6) 2009 was 135 twice and 136, repeat at another lab on a vitros was 149. Sample 3 initial result was 127 twice, repeat result on (B) (6) 2009 was 129 and 130 eleven times, repeat at another lab on a vitros was 134. The initial results had been reported, but the user stated she has no idea if the patients were adversely affected.

Manufacturer narrative:
The field service representative could not verify an exact cause and could not reproduce the problem. The noted the symptoms appeared after test application software was installed prematurely. He checked the ise performance, replaced the ise tubing, upgraded the software, and reloaded the test application software. He verified the analyzer operation by performing calibration, qc, reference standard and precision testing.